Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d154awg ICD implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that the atrial lead had high impedance, noise and a possible fracture. A lead replacement was attempted but was not complete due to a stenosed vein. The lead remains implanted with programming set to vvi40. No patient complications have been reported as a result of this event.